Event description:
Caller reported an alarm 2 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed normal levels. Customer was guided by cts to disconnect tubing, tighten connections, and perform several bolus deliveries to address the issue. Despite recurring alarms, a successful bolus was eventually completed, and the customer was instructed to replace supplies and resume insulin therapy.